Event description:
Pt undergoing laparoscopic cholecystectomy. Spark of smoke erupted at end of cord near the plug. Unit disconnected and there was no harm to pt. This is the 2nd occurrence of a potentially serious situation. All cords were pulled and are being tested. Thus far, 4 have been deemed electrically unsafe. A possibility is because the plug does not plug in securely and easily, pressure is applied on both the plug and cord which breaks the wires inside the cord.